Manufacturer narrative:
Motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to confirm the compromised force sensor system alarm due to motor error alarm. Pump received with cracked battery tube thread, cracked reservoir tube lip, missing end cap sticker, corroded battery tube and minor scratches on display window noted. No moisture damage on electronics and motor assembly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system and drive support cap was loose. The customer¿s blood glucose was 271 mg/dl at the time of the incident. Customer stated they could not exit the preparing to prime loop, and the device was not dropped, bumped, or in a car accident. No further information was available. It was advised to discontinue the use of the device and to revert to the back-up plan. The insulin pump will be returned for analysis.